Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed. The returned device analysis indicated that the grippers could be raised and lowered with no issues. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. It is possible that the device was not thoroughly flushed at the facility when gripper actuation was tested; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This report is filed because the grippers did not lower during preparation. If this were recur in the anatomy there is potential of injury. It was reported that the mitraclip nt delivery system (cds) was prepped without issue. The cds was partially inserted in the clip introducer and was retracted to show a physician how the grippers on the nt cds are raised and lowered. No resistance was felt during insertion or during retraction from the clip introducer. The clip was unlocked and the clip opened; the gripper arms were raised however the grippers would not lower. Eventually both grippers lowered one time but in the next attempt only one gripper lowered. As this occurred during device preparation, there was no patient involvement and the cds was not used in a procedure. There was no clinically significant delay to the intended procedure. No additional information regarding the gripper actuation issue was provided.